Event description:
It was reported the bronchovideoscope experienced an e315 non-compatible endoscope error code. The event was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
Update to d8, d9, h3, and h4. Correction to b5. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the error (e315) was not reproduced. However, there was a presence of electrical continuity failure due to water invasion of the device. A review of the device history record and historical complaint analysis was conducted, and no deviations that could have caused or contributed to the reported issue were identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope experienced an e315 non-compatible endoscope error code. There were no reports of patient harm.